Manufacturer narrative:
The device was returned to olympus and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: fiber breakage and dents on distal edge; debris under the window and in optical system; faded laser marking on model ring. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus sales representative reported on behalf of the customer the locking pin was found to be missing during preparation for use. There was no error message observed as a result of the failure. The intended procedure was a therapeutic cystoscopy. The procedure was not prolonged and the patient¿s anesthesia and/or sedation was not extended. The procedure was completed with another device. The reported problem did not affect the therapeutic outcome of the procedure. Medical intervention was not required as a result of the reported problem. The contact also stated that no other devices were connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken pin could not be determined. It is possible that the damage to the components was caused by excessive force by the user. Olympus will continue to monitor field performance for this device.